Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were retaining in the morning. Patient said they increased stim and didn't feel stim but at night at 2 different times they felt strong impulses/vibrations of stimulation. The patient confirmed they are getting a 50% reduction in symptoms. It was reviewed that it is ok not to feel stim if they are getting a 50% reduction in symptoms. No further complications reported.